Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high/low glucose alarm did not sound and the customer was unaware of changes in glucose levels. The customer experienced hypoglycemia and received treatment of glucose via IV from healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. A visual inspection was conducted on the returned sensor patch, and no issues were identified. The attempt to scan the sensor and extract data was unsuccessful. An extended investigation was conducted, and additional attempts were made to scan the returned sensor; however, the sensor failed to scan. A visual inspection of the returned sensor indicated no signs of misuse. The sensor was de-cased, and an internal visual inspection of the sensor's pcba (printed circuit board assembly) was performed; no contamination, damage, or solder issues were noted. The measured battery voltage was recorded at 0.36v, which falls outside the specified range of 1.40v to 1.98v. The battery was de-soldered, and the sensor data was successfully extracted. The sensor was found to be in sensor tate 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. An attempt was made to reprogram the returned sensor; however, an error message was encountered that inhibits the reprogramming process and the execution of the sensor's functionality testing. Unable to continue investigation as sensor is no longer in a condition to perform functionality testing. Therefore, issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The high/low glucose alarm did not sound and the customer was unaware of changes in glucose levels. The customer experienced hypoglycemia and received treatment of glucose via IV from healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.